Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 750mg/dl. The customer stated that he went kayaking while wearing the device. The customer had disconnected temporarily his infusion set and had a hard time to reconnect. The customer started to feel sick and his blood glucose was high. The customer bolused with the insulin pump and he kept feeling worse. His glucose level was increasing. The customer removed the infusion set and ran a bolus while disconnected and noticed that the insulin was coming out around the quick release and not the cannula. The customer also stated that the device was submerged in water several times and it was alarming. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a faulty force sensor. The device also had an intermittent button response due to corroded keypad traces. Further testing was not performed.